Manufacturer narrative:
The user reported that on 10-jul-2023 (date of occurrence), the controller started an uncommanded bolus of 6.0u and the user terminated after 1.5u had been delivered. The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. The audit logs showed that on 10-july-2023 at 19:08 a bolus delivery of 6.0u was initiated but was terminated prematurely at 19:09 after 1.5u was delivered. The log files were checked and it was observed that the user enabled the bolus calculator at 19:06. No bg readings, cgm values or carb values were provided by the user. Later, several times the user adjusted the total bolus volume. This indicates that the bolus calculator functioned as intended and that the user was interacting with the system. It was seen that at 19:08, a 6u manual bolus delivery initiated only after the user provided confirmation. The user terminated the bolus at 19:09 when 4.5u was remaining. This indicates that the bolus delivery was programmed by the user. Inspection found no evidence of an uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 6 unis, 1.5 units was delivered before the patient was able to pause the bolus. Additionally, the patient reported having issues communicating with their cgm. The patient's blood glucose level (bg) was at 235 mg/dl.